Event description:
It was reported that there were coupling or communication issues. The patient used the antenna locate feature, resulting in a power on reset (por) condition on the device recharger, which lead to the normal recharging screen. It was reported that the issue was resolved. It was also noted that the patient had confused the coupling bars with the device charge level. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, product type lead; product ID 3708240, serial# (B)(4), product type extension; product ID 3708240, serial# (B)(4), product type extension. (B)(4).